Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is dependent on lot number, therefore, unavailable at the time of filing. Unique device identifier (UDI) is unavailable. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site found two medium clamps to have stripped screws no patient was present when this issue was observed.